Event description:
Ra under-sensing during atrial tachycardia/atrial fibrillation (at/af) episodes, which does not appear to affect mode switch. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).